Event description:
An article was evaluated and dispositioned by lma north america medical affairs dept. This case involved a pt in france who had an uneventful surgery for a cutaneous nevus. In the recovery room, the pt bit down on the lma tube and made forceful inspiratory efforts. Oxygen saturation decreased to 50% before the lma could be removed. The oxygen saturation rose to 98%; however, 5 minutes later, the pt developed dyspnea and hemoptysis. Rales were heard bilaterally, and a chest x-ray showed evidence of bilateral pulmonary edema. Arterial blood gas showed oxygen level of 59 mm hg with 89% saturation. Fiberoptic bronchoscopy showed diffuse bilateral pink frothy edema fluid. The pt was treated in the ICU with nasal oxygen only. Pt was discharged from the ICU after 24 hours with normal physical exam, blood gases, and chest x-ray. The pt had negative pressure pulmonary edema caused by acute airway obstruction after biting down on the lma tube.